Event description:
"(B)(4), parts order shipped out last month, the rubber on the caster part number 1029496 rolled off the rim, sent new wheel out no charge." No alleged injury.

Manufacturer narrative:
No RMA has been initiated for this issue. Model prospin, serial number/date (B)(4) is approximately 2 years and 8 months old. The owner's manual part number 1125104 rev e (may-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.